Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was failed. A technical support specialist provided the list of bin barcodes and advised the customer to de-assign the items whose bin barcodes were incorrect and to assign them back with the correct bin barcodes to resolve the issue. The system functioned as intended after the technical support specialist repaired the device

Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a scanner failure. The customer reported that issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this event.